Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual: one device was received with the needle portion removed at the reduced cross-sectional area right behind the needle. Functional test: a functional test is not able to be performed due to the device needle being removed at an incorrect location, and the complaint is unable to be replicated. Dimensional inspection: is not relevant to the complaint condition as the needle was removed at an incorrect location. Document/specification review: pd investigation site: sustaining engineering zuchwil / trauma/cmf - EU summary of the pd investigation: sustaining engineering did not identify any design related root cause for this intra-operative device failure. The device failure is end-user related. As per the system technique guide - step 2, "the needle must be removed at the wider body section..." Should the end user not follow this step, he/she can insert the device cut-end into the device locking housing in an angle. This misalignment can damage the locking feature within the housing and result in a loose device. (Will not hold, broken, loose). Therefore, this non-manufacturing investigation is closed by sustaining engineering as not-valid since the device failure is end-user related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4- device history lot: part: (B)(4), lot: l256504, manufacturing site: (B)(6), supplier: samaplast ag, release to warehouse date: 19. May 2017, expiry date: 01. May 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional data-d4: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during total abnormal pulmonary venous drainage on (B)(6) 2019, one (1) sternal zipfix belt would not fix and one (1) other sternal zipfix belt broke. The surgeon changed to another one to complete the surgery. Fragments were generated from the broken device but were removed. The procedure was successfully completed with no surgical delay. There is no report on patient's injury. This report is for one (1) sternal zipfix with needle sterile. This is report 1 of 2 for (B)(4).